Manufacturer narrative:
H10: of the three devices, two lot numbers were provided and lot history reviews were performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for two malfunctions. For two malfunctions, the investigations are confirmed for filter limb detachment. For one malfunction, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The reported summarizes three malfunctions. A review of the reported information indicated that model, rf310f, vena cava filter, allegedly experienced detachment of device or device component. This information was received from multiple sources. These malfunctions involved three patients without consequences. Of the three patients, two patients' ages were reported to be between 31-50 years and one patient was reported as male, and one patient was reported as female. All other patient details were not provided.

Event description:
The reported summarizes three malfunctions. A review of the reported information indicated that model, rf310f, vena cava filter, allegedly experienced limb detachment. This information was received from multiple sources. These malfunctions involved three patients without consequences. One patient was reported as a (B)(6) female, weight not provided. Age, weight, and gender, were not provided for the two additional patients.